Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a procedure, the vulcan hook chisel micro did not perform the function of coagulation and cutting. The controller was changed; however, the problem persisted. The procedure was completed using a competitor device. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no other related failures. Factors that are known to contribute to the alleged fault/failure may include mishandling during shipping, connection issue, or a component failure. If the product is returned in the future the complaint can be reopened and evaluated. No further investigation is required.